Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No motor error alarm, no excessive no delivery alarm and no low reservoir alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 273 mg/dl. The customer stated that his blood glucose got up to 524mg/dl by 9:09pm. Customer used the pump to bolus for the high blood glucose. Customer was explained the high glucose. Customer declined to perform the high pressure test and stated that he manipulate. Customer completed the troubleshooting for high blood glucose.